Event description:
A 120ml tube feeding was administered into a peritoneal dialysis catheter instead of the percutaneous endoscopy catheter (peg). The next day, patient developed atrial fibrillation with rapid ventricular response and was transferred to ICU. Peg tube determined to be dislodged. The next day peg removed and new peg placed. The next day pt became unresponsive. The next day exploratory laparotomy. Four days later pt expired.